Event description:
It was reported that during an acl procedure approximately 10mm of this guide wire broke off in the surgical site. This was discovered upon routine post-operative x-ray for verification of screw and graft placement. As a result, in 2009, the pt underwent a secondary surgery for removal of the broken piece of guide wire, and is reported to be healing well.

Manufacturer narrative:
Investigation findings: an investigation could not be performed because the device was discarded by the facility. An evaluation of a guide wire with the same lot # is pending. A f/u report will be sent upon completion of this evaluation.